Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer pockets failed. The customer stated that this malfunction caused a delay in dispensing medication to the patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2-1 pocket had failed. A field service engineer (fse) reseated row board cable on e and reseated cable in the drawer's back that connected to the controller board. The fse stated that all pockets in drawer were visible, but the pocket would not open, because medications had not been loaded, once the medications were loaded, the pocket worked. Diagnostics were run and items from the drawer were inventoried. The system functioned as intended after the field service engineer repaired the device.